Event description:
Patient fell several months after surgery. Complained of unresolved pain. Bone scan was done showed tibia was loose. Plan to revise to cemented component

Manufacturer narrative:
An event regarding loosening involving a triathlon prim bead pa sze4 bp was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for evaluation. Medical evaluation not performed as no medical records were provided. Device history review indicated that all devices accepted into final stock met specification. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves a patient who fell several months after surgery and complained of unresolved pain. A bone scan showed that the tibial component was loose. The exact cause of the event could not be determined. No further investigation for this event is possible at this time.

Event description:
Patient fell several months after surgery. Complained of unresolved pain. Bone scan was done showed tibia was loose. Plan to revise to cemented component

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it not returned to manufacturer.